Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical product: 30502901 tissue valve, implanted: (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.